Event description:
It was reported that there was intermittent t-wave oversensing post pace and post sense. Reprogramming was done to resolve the issue. The device remains implanted and active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).